Event description:
It was reported that during device preparation, after removing the stylet from the delivery system, the rx vision (3.5 x 28 mm) stent was noted to be missing completely from the stent delivery system. As there was no sign of a stent, it was felt there was never a stent on the delivery system. The device was not used. There was no patient involvement or significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with no blood visible and contrast in the inflation lumen. The stent implant was dislodged from the balloon and was not returned. The reported missing stent could not be confirmed as the device was returned with crimp marks visible on the balloon and the balloon was loosely folded, suggesting that it had been inflated. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.